Manufacturer narrative:
Device analysis report . This report is submitted on march 14, 2024.

Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrodes into the external ear canal. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.